Manufacturer narrative:
The device was returned for analysis. The reported ¿cuff miss, no suture, ruptured sutures failures¿ was confirmed as a cuff miss. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position / stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 describe event or problem.

Event description:
It was reported that suture placement was attempted in the calcified right common femoral artery using two proglide devices via a 6f sheath using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, ¿cuff miss, no suture, ruptured sutures failures¿ occurred with both proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the tavi procedure was completed. The successfully replaced sutures of two proglide device were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the calcified right common femoral artery using two proglide devices via a 6f sheath using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, suture breaks occurred with both proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the tavi procedure was completed. The successfully preplaced sutures of two proglide device were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.